Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the power adapter was not charging the pump battery. Multiple wall outlets were attempted to be used. The usb cable charged the battery while using it with other adpaters. There was no reported impact to customer's blood glucose.